Manufacturer narrative:
Conclusion: a temporal association between the liberty cycler and the patient¿s hospitalization for shortness of breath/ hypoxia with subsequent patient death on (B)(6)2017 (during hospitalization) cannot be determined with the information currently available in the file. There is no documentation that indicates a causal relationship between the liberty cycler and the patient¿s hypoxic event and subsequent death during hospitalization. Additionally, there have been no reported allegations against a liberty cycler malfunction causally associated with the patient¿s hypoxia and subsequent death. The etiology of the patient¿s shortness of breath/hypoxia and ultimate death is unknown. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized on (B)(6) 2017 due to shortness of breath and hypoxia. Additionally, it was reported the patient expired on (B)(6) 2017 during the inpatient hospital stay. The details of the hospitalization course were unknown. The cause of death was also unknown. The date of the patient¿s last pd treatment (prior to death) was unknown. Reportedly, the patient¿s health status had been deteriorating (unknown details) and the patient¿s daughter who had been assisting the patient to complete ccpd treatments, was no longer able to care of the patient. Additionally, it was reported the patient was going to be transitioned to hemodialysis (hd) therapy on (B)(6) 2017 but the patient was hospitalized prior to admission due to the shortness of breath/hypoxia event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy was hospitalized on (B)(6) 2017 due to shortness of breath and hypoxia. Additionally, it was reported the patient expired on (B)(6) 2017 during the inpatient hospital stay. The details of the hospitalization course were unknown. The cause of death was also unknown. The date of the patient¿s last pd treatment (prior to death) was unknown. Reportedly, the patient¿s health status had been deteriorating (unknown details) and the patient¿s daughter who had been assisting the patient to complete ccpd treatments, was no longer able to care of the patient. Additionally, it was reported the patient was going to be transitioned to hemodialysis (hd) therapy on (B)(6) 2017 but the patient was hospitalized prior to admission due to the shortness of breath/hypoxia event.